Event description:
It was reported by the affiliate that the (1) hp052 was used during a demonstrated procedure. It was reported that the instrument could not activate and had an error alarm. The case was completed with another device and with no pt consequence.